Manufacturer narrative:
Quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. The shaping ribbon was bent 2mm proximal to the tipball. There were offset intermediate coils 19 mm proximal to the center solder for a length of 13.5 mm. The core had separated at the distal end of the hypotube. A small portion of the core was protruding from the distal end of the hypotube. The fracture faces were bent and ovaled as if kinked prior to separation. No other damage to the guide wire was noted. The tip was tugged on to verify that the core and shaping ribbon were intact. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The sem analysis showed that the core immediately adjacent to the hypotube joint had been bent excessively and the core fractured from ductile overload at the bend. The lab analysis also showed evidence that the intermediate tip coils had met resistance. This was evident from the overlapped coils. This is seen typically when the tip is trapped or restricted causing resistance against the coils and the guide wire is pulled or pushed against this resistance which damages the coils as found in the analysis. From the incident information, the cause of the resistance is not described and it would not be expected while going through the guiding catheter unless the guide wire was damaged or kinked. Although the cause of the resistance could not be determined from the analysis, if the guide wire is moved heavily against resistance, this can buckle the hypotube joint on the guide wire and allow it to bend excessively. In summary, although the evaluation is speculative, it appears as if the guide wire tip became restricted and the forces applied to move the tip caused the hypotube area to bend excessively which resulted in the core fracture at the hypotube. There was no manufacturing related quality issue found in the analysis that would have contributed to the failure. The tip bend mentioned in the analysis appears to be the normal j applied to the tip before use and is not a quality issue. The lot history record for this product and a query of the similar occurrences was not reviewed because the product part and lot number was not reported. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire requiring medical intervention. Device issue: guide wire separation. It was reported that during advancement in the guiding catheter, the guide wire separated approximately 15 cm proximal to the tip. Although the guide wire had not reached the lesion, approximately 6 cm of it was in the artery. Another company's balloon catheter was inserted into the guiding catheter and partially inflated to secure the severed part of the guide wire and the whole system was removed as a single unit. No additional event or patient information is available.